Manufacturer narrative:
On 14-mar-2024, mentor became aware of the following: - it was previously reported that the implantation date is (B)(6) 2021. The correct implantation date is (B)(6) 2021. - it was previously reported that the patient underwent unilateral explantation and replacement with a mentor memorygel xtra breast implant 605cc gel breast prosthesis on (B)(6) 2023. The correct explantation date is (B)(6) 2021 and the explanted breast prosthesis was replaced with a mentor memorygel xtra breast implant 755cc gel breast prosthesis. Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a patient who underwent a breast augmentation revision procedure with a mentor memorygel xtra breast implant 755cc gel breast prosthesis developed capsular contracture (baker grade unknown) in her left breast post implantation. The capsular contracture was diagnosed during an office visit. As a result, the patient underwent unilateral explantation and replacement with a mentor memorygel xtra breast implant 605cc gel breast prosthesis on (B)(6) 2023.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).